Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer continued to use the original cartridge and declined additional troubleshooting with tandem technical support. Customer¿s blood glucose level was 123 mg/dl.